Event description:
The customer reported a precharge voltage error. This error will prevent the system from booting, resulting in a loss of imaging functionality. This could result in the delay or cancellation of a procedure. There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge representative evaluated the system and plugged the system in to charge the batteries. The system operates as intended.